Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (delivers pulse below lower limit) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to shorted u728 and r785. The root cause investigation determined that conductive gel from the therapy electrodes ingressed into the therapy electrode enclosure, causing a short on the therapy electrode pca and damaging the components. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt delivers pulse below lower limit.